Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was received, installed onto a certified qa test system, and verified that a heavy smoke/haze emitted after five minutes of pump down. Further visual inspection was performed, and the part was determined to be non-asp as significant differences were found compared to the qa part and drawing specification. The reason for return was confirmed. In addition, the catalytic converter was returned and upon visual inspection differences were identified when compared to the qa part and drawing specification, and the part was determined to be non-asp. No further testing was performed. The assignable cause of the smoke/haze is likely due to the catalytic converter and oil mist filter which were determined to be non-asp parts. The asp field service engineer replaced the parts with asp parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of a ¿smoke" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.